Event description:
Central venous access established preop by anesthesiologist using percutaneous sheath (10/29). Side port tubing was connected at luer lock per MFR direction. On 10/30, the side port was removed and a triple lumen catheter inserted through the sheath. There was no luer-lock at this attachment. The triple lumen was immobilized with skin sutures. When the nurse went to remove the catheter, sutures were removed from the hub of triple lumen and the catheter removed. The sheath remained in place. The suture holding the sheath removed and sheath pulled. The pt coded and did not respond to resuscitation attempts.